Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('severe bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included polycystic ovarian syndrome and epilepsy. Concomitant products included valproate semisodium (depakote) from 2012 to 2015. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: irregular cycles") and abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed in 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the genital haemorrhage, menstruation irregular, mood swings, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea, vaginal discharge and hot flush had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstruation irregular, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: on the left side, 4 coils were left trailing. On the right side, 4 coils were left trailing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: new pfs+mr received. Event injury was updated and new events: hormonal changes describe: irregular cycles; mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti & yeast, dysmenorrhea (cramping), pain, vaginal discharge, hot flashes, abdominal pain, severe bleeding, did not undergo essure confirmation test were added. Case becomes valid. Outcome for events added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added.